Event description:
It was reported that the device doesn't charge the battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator monitor indicating that the device¿s battery was not charging. There was reportedly no patient involvement. Available details indicate that the device¿s battery was not charging. The philips representative identified the battery as the malfunctioning part, and a replacement was provided. The device will be validated by the customer. The device remains at the customer site. Based on the information available, the cause of the reported problem was a battery failure. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with a replacement battery. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.